Event description:
Letter dated 12/18/96 from co indicating need for report of "failed patellar component" right knee" as diagnosis. Revision of right knee patellar component done on 9/24/96. The plastic component was free within the joint.